Event description:
The facility representative reported the device turned on and off by itself. Information was not provided regarding whether or not the device was in patient use when the reported condition occurred. Although attempts were made by baxter quality management to obtain additional information from the reporting facility, details were not available regarding patient demographics, diagnosis, status, medical intervention, patient injury, medication involved, or set up of the device. No additional contact information was provided.